Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported cannot see curve of sensor value in the report. Works fine in application, and care partner can see it but when generating the reports the sensor value is not visible. The customer reported no adverse event. The event involved product(s) mmt-8401. Troubleshooting was performed and confirmed customer received the reported issue report anomaly. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated no harm requiring medical intervention was reported. No product return is required for mmt-8401.

Manufacturer narrative:
Investigation/testing summary: an attempt was made to reproduce the issue by generating weekly review report for the provided user and observed that the issue was reproducible. After conducting thorough investigation , we observed that even after selecting the data source preference to show pump data still users were not able to see the pump data in reports. We identified this as a bug and created an internal ticket for carelink dev team. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: please exclude the date on which the user has made the switch from 780g to simpleria by which the reports for other days can be viewed without any interruption. The software successfully did not adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of this issue is because the code was checking for the uploaded data from both pump and standalone sensor , if sensor data is present it generates the report which caused this issue. Analysis summary: carelink dev team confirmed that this needs a code change and would be fixed as part of the upcoming release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.